Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, arteriotomy locator, guide wire, carrier tube assembly, and a partially opened poly-foil pouch were returned for analysis. Visual inspection revealed there was no outward damage or deformation was noted with arteriotomy locator and hemostasis sheath. The outer diameter of the hemostasis sheath was measured and found to be 0.1159" and the outer diameter of the locator was found to be 0.0903" . All measurements were within manufacturer specifications. Functional testing was performed, the arteriotomy locator was inserted into the hemostasis sheath. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended and a clear tactile snap was audible. No issue was noted during functional testing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor stopped loading the angio-seal device locator into the insertion sheath he felt resistance. The patient was in stable condition. The procedure was completed using another angio-seal device. Additional information was received on march 14, 2019. The event occurred during pre-treatment.